Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to increase stimulation. The patient tried another program via the assistance of an sjm representative to no avail. Follow-up revealed an impedance check was performed and all invalid contacts were found. In turn, x-rays were taken and revealed a lead fracture. Surgical intervention will be undertaken to address the issue(s).